Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - ireland.

Event description:
It was reported during surgery that the dermatome was used for skin graft however, when harvesting the skin graft, the adjustment knob for determining the thickness of the graft was stuck. This meant that instead of lifting and collecting the skin graft, it only cut it and thus they could not harvest the skin graft. It is unknown if there was any patient impact or surgical delay. Due diligence is complete and there is no additional information available

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, d1, d4, g1, g3, g6, h1, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, d10, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified no repairs related to the reported event. Repairs unrelated to the reported event were performed and the device was returned. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information available.